Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as the submitted images could not be viewed and the device remains in use. However, low flow alarms were confirmed through the analysis of the submitted log files, and the account attributed them to the obstruction. Treatment was provided, and the low flow alarms reportedly resolved. Additionally, analysis of the submitted log files confirmed multiple low speed events and pump stoppages. Review of the submitted log files revealed two transient pump stoppage events on 25jan2020 and 28jan2020. All pump stoppages resolved within seconds and appeared consistent with electrostatic discharge (esd) events. Other than during the pump stop events, the log file also captured 69 low flow controller fault flags, when calculated flow dropped as low as 1.9 lpm (liters per minute), below the low flow threshold of 2.5 lpm. Of these faults, 18 lasted for at least 10 seconds to trigger low flow hazard alarms. For the remainder of the log files, the pump appeared to be operating as intended with baseline parameters. The account communicated that the patient developed several low flow alarms in the hospital and a CT (computed tomography) appeared to show an outflow graft obstruction. The patient was emergently taken to the or (operating room) as the low flow situation had progressed to zero flow. Upon examination of the outflow graft, an accumulation of material between the graft and the bend relief was observed. The material was evacuated, and flow immediately returned normal. The surgeon examined the graft and did not feel this was related to a twist, but rather a compression of flow by the accumulated exudate. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6). No product is available for investigation. No further related complaints have been made at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2018. Heartmate 3 lvas IFU is currently available. Section 1, "introduction", provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 lvas IFU also contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section also outlines the steps required to attach the outflow graft clip. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 lvas IFU also contains the following information: in section 3, ¿powering the system¿, under ¿using the mobile power unit¿, the IFU warns that ¿high levels of static electricity may damage or harm the system and may cause the pump to stop. When not sleeping or resting, it is recommended that the patient use battery power instead of the mobile power unit to power the system. Using battery power can reduce the risk of system damage from high levels of static electricity.¿ in section 6, ¿patient care and management¿ under ¿postoperative patient care¿, the IFU warns that ¿high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular device to stop. In the hospital environment, maintaining a relative humidity level of at least 20% is acceptable. The risk for electrostatic discharge (esd) events is increased below 20% relative humidity. Avoid activities that may cause static electricity and discharge any buildup by touching a metal surface before handling lvas components.¿ in section 6, ¿patient care and management¿ under ¿electrostatic discharge¿, the IFU provides information about esd, advises the patient to avoid activities that may cause static electricity, and to reduce static electricity with products such as a humidifier, dryer sheets, anti-static spray, skin moisturizer, and cotton fabrics. The safety testing and classification tables in section c of the IFU include electrostatic discharge information. The current heartmate 3 lvas patient handbook contains the following information: in section 1, under ¿general warnings¿ the user is warned that high levels of static electricity may damage or harm the system and may cause the pump to stop. Additionally, users are recommended to use battery power before doing activities that can cause static electricity. Section 4, "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to use cotton fabrics and a humidifier when possible. It is recommended that the user utilizes battery power when not sleeping or resting to reduce the risk of system damage from high levels of static electricity.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced fever, cough, and low flow events. A log file analysis revealed two pump stops indicative of electrostatic discharge (esd). A computed tomography (CT) revealed an outflow graft obstruction. The patient was taken to the operating room (or) as the low flows progressed. The outflow graft (ofg) was examined and it was noted that there was an accumulation of "yellowish thick material" between the ofg and bend relief. The material was evacuated and the flows immediately resumed within normal parameters. Per the account, the accumulation did not appear to be related to a twist, but rather a compression of flow by the exudate. Nothing was exchanged during the procedure. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as the submitted images could not be viewed and the device remains in use. However, low flow alarms were confirmed through the analysis of the submitted log files, and the account attributed them to the obstruction. Treatment was provided, and the low flow alarms reportedly resolved. Additionally, analysis of the submitted log files confirmed multiple low speed events and pump stoppages. Review of the submitted log files revealed two transient pump stoppage events on (B)(6) 2020 and (B)(6) 2020. All pump stoppages resolved within seconds and appeared consistent with electrostatic discharge (esd) events. Other than during the pump stop events, the log file also captured 69 low flow controller fault flags, when calculated flow dropped as low as 1.9 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 18 lasted for at least 10 seconds to trigger low flow hazard alarms. For the remainder of the log files, the pump appeared to be operating as intended with baseline parameters. The account communicated that the patient developed several low flow alarms in the hospital and a CT appeared to show an outflow graft obstruction. The patient was emergently taken to the or as the low flow situation had progressed to zero flow. Upon examination of the outflow graft, an accumulation of material between the graft and the bend relief was observed. The material was evacuated, and flow immediately returned normal. The surgeon examined the graft and did not feel this was related to a twist, but rather a compression of flow by the accumulated exudate. The patient remains ongoing on heartmate 3 lvas, serial number mlp-009569. No product is available for investigation. No further complaints have been made at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the current heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The IFU and patient handbook also provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents also warn that static discharge could cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.